Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide sphincterotome. The physician cannulated using the sphincterotome and pre-loaded acro-35-260 wire guide. The physician performed the sphincterotomy then exchanged to a cook fusion quattro extraction balloon. They attempted to perform a sweep of the duct, but the sphincterotomy cut was too small. They switched back to the sphincterotome, and the physician extended the sphincterotomy. They then attempted to switch back to the extraction balloon, but the device was unable to be advanced out of the endoscope channel. The physician attempted to advance the balloon a couple times, then noticed on the monitor that the coating of the wire guide was bunching up at the tip of the balloon, not allowing the balloon to enter the duct. The physician pulled the balloon back into the endoscope with difficulty, and was then able to remove the wire guide completely. The coating of the wire guide was damaged at approximately 20 cm from the tip. The physician completed the procedure by sweeping the duct with just the extraction balloon and no wire guide. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use for this product notes for the best results, wire guide should be kept wet. Also, use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide. Prior to distribution, all cook fusion pre-loaded with acrobat wire guide sphincterotomes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.